Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent pipeline (4.75mm 20mm) embolization treatment. During the procedure, it was reported the pipeline would not release from the capture coil and the device was removed from the patient without issues. No patient injury was reported as a result of the procedure.